Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the engineering investigation process, a gemba walk was carried out throughout the entire process with a cross functional team, however, a definite root cause could not be identified during this time. There are manufacturing process controls to avoid potential causes related to the reported malfunction. Patient demographics unable to be obtained.

Manufacturer narrative:
One pressure monitoring set with vamp was received by our product evaluation laboratory for a full examination. The customer report of a leakage issue was confirmed. Pressure tubing was found completely detached from bond joint with vamp adult reservoir stopcock. Indication of bonding material was evident on tubing bond surface area of the tubing. Leakage occurred most likely due to detached tubing. The tubing was measured near the point of detachment, and it was within specification. No other visible damage was observed from the unit. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this pressure monitoring set with vamp, there was blood and saline leakage from the reservoir. The blood loss was minimal and no blood transfusion was required. The issue was solved replacing with a new unit. There was no allegation of patient injury. The device was received for evaluation. As per evaluation results, pressure tubing was completely detached from bond joint with vamp adult reservoir stopcock.